Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015 upon sensor pod removal, sensor wire detached from sensor pod. The foreign distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4).